Event description:
In 2008, the patient was implanted with gore excluder aaa endoprostheses. During the procedure, the left internal iliac artery was unintentionally covered by the contralateral lag component. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Unintentional vessel coverage.